Manufacturer narrative:
According to the investigator, the tia was related to index procedure and not cordis product. The patient was discharged 2 days later. A carotid duplex later showed mobile plaque in the common carotid artery proximal to the stent. According to the investigator, the plaque was likely due to manipulation in the common carotid artery. Approximately 8 days after the procedure, the patient was hospitalized for an endarterectomy to treat the plaque. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) registry, angiography had shown 95% stenosis of the proximal left internal carotid artery. The lesion was described as 20mm in length, moderately calcified, and eccentric. The reference vessel was 5.6 mm in diameter and severely tortuous. The first angioguard was noted to be kinked during prep and was not used in the patient. The second angioguard could not track beyond the very tortuous distal internal carotid artery and was removed from the patient. The third angioguard was deployed beyond the target lesion and the lesion was pre-dilated with a 4.0mm x 2cm balloon. Because the balloon was right up against the angioguard device, it was felt that the stent could not be deployed across the lesion with the angioguard in place, and the angioguard was recaptured with no debris observed in the filter. A 6.0 x 30mm precise pro rx was implanted at the target lesion, covering the entire lesion. Following post-dilation of the stent, the patient experienced a tia, with the symptom of facial droop. The symptom resolved spontaneously within 30 minutes. The patient became slightly hypotensive to 105 systolic, and remained neurologically intact, but became slightly lethargic. The symptoms resolved with no treatment reported.

Manufacturer narrative:
During placement of a stent in the proximal left internal carotid artery described as moderately calcified, eccentric and severely tortuous with a 95% stenosis, the close proximity of the stent delivery system to the angioguard device led the physician to remove the angioguard secondary to worries that it would interfere with stent deployment. The device was recaptured with no debris noted in the filter. A precise pro rx was then successfully implanted at the target lesion. Following post-dilation of the stent, the patient experienced a tia with symptom of facial droop which resolved spontaneously within 30 minutes. The patient also became slightly hypotensive and slightly lethargic but remained neurologically intact. The patient was discharged 2 days later. A carotid duplex later showed "mobile plaque" in the common carotid artery proximal to the stent. According to the investigator, the plaque was likely due to manipulation in the common carotid artery. Approximately 8 days after the procedure, the patient was hospitalized for endarterectomy to treat the plaque. According to the investigator, the tia was related to the index procedure and not the cordis product. The product was implanted and not available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. Plaque embolus can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to embolic events. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective actions were taken.

Manufacturer narrative:
Additional information was received via the cec adjudication minutes on (B)(6) 2012. It was reported that the patient underwent left carotid endarterectomy to treat the previously reported mobile plaque in the left carotid bulb. This had previously been reported by the investigational site as a right carotid endarterectomy and was, therefore, not reported in the previous MDR reports.